Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During inspection of product for total left knee replacement, nurse opened inner box and plastic looked cracked and broken. Therefore, sterility of the product was in question. Surgeon used another component and completed surgery without any delays.

Manufacturer narrative:
Demographic updated and implant date updated.an event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Medical records received and evaluation not performed as the event is related to a packaging issue. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is required at this time.

Event description:
During inspection of product for total left knee replacement, nurse opened inner box and plastic looked cracked and broken. Therefore, sterility of the product was in question. Surgeon used another component and completed surgery without any delays.